Manufacturer narrative:
G4: 30jan2020. B4: (B)(6) 2020. The part was returned to the manufacturer for failure investigation (fi). Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The fi technician tested the returned touchscreen and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a failure was found in the touchscreen.